Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was in stable condition post surgery. No additional information was available at this time.